Event description:
It was reported by the customer that the solution turned from clear liquid to various shades of yellow when using multiple syringes from 4 different boxes. No information was received regarding any serious injury as a result of this report.

Manufacturer narrative:
This syringe is sourced from more than one manufacturer. The customer did not provide a lot number allowing for identification of the manufacturer.